Manufacturer narrative:
Date sent to FDA: 1/17/2020. Additional information: b7, e1.

Manufacturer narrative:
Additional h6 patient codes: 1695,3191- fascia defects,3189-surgical intervention additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2018 due to hernia recurrence, inflammation, pain, fascia defects and adhesions.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.